Manufacturer narrative:
Inspected 1 opened/used partial sensor and found sensor electrode and contact pad broken. Missing broken parts. See attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used. Customer did no return insertion needle

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. It was stated that the sensor was reading 42, but blood glucose value was 110 mg/dl at the time of suspend. They were advised about insertion and calibration best practices. The sensor will be returned for analysis.